Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. A sample was received for evaluation. Functional testing revealed a system alarm was displayed. The customer's reported problem was duplicated. Investigating the board connecting to the battery compartment revealed cold soldering issues, as well as solder droplet debris. The root cause was solder bridges from the debris and cold soldering on the battery compartment board. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was last serviced on 04/2023 and there was no indication the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to dateinvestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an error code. No adverse patient effects were reported by the customer.